Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via vigilance report from health canada that during a patient procedure an exacto cold snare was "used on a patient to obtain a polyp in the ascending area of the colon. It was successfully removed. When the physician wanted to remove another polyp at the transverse area the snare opened up but could not cut of the polyp. A second snare was used and removed with out any concerns."